Event description:
Safety alert received from a mfg co. Fresenius 2008k machine has a defective power cord. Upon inspection, per the internal safety alert: the power cord was discolored. The machine was taken out of service until the power cord is replaced.